Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction.

Event description:
Major pump unit(s) involved: blood pumpadditional text: red heart alarm; low flow alarm.other component: red heart alarm; low flow unknow etiology.causative or contributing factor: no specific contributing cause identified.other intervention : tte.type: lvad.